Manufacturer narrative:
(B) (4) (secondary intervention: poba). Evaluation results: (patient co-morbidity, history of thrombotic occlusion); (stent thrombosis, mi).

Event description:
A 3.5mm diameter x 24mm length endeavor rx drug-eluting coronary stent was deployed in to a pt with no difficulties or abnormalities reported. The target lesion, located in the rca # 1-2, presented 75% stenosis, little tortuosity and little calcification. However, it was reported that 3 days post implant, the pt presented with chest pain. The day after cag was performed with the finding of stent thrombosis. Myocardial infarction was also confirmed. Poba was performed. The physician commented that the results of blood tests performed on the pt indicate that the pt was prevalent to thrombotic occlusions; "it seems that he once developed thrombotic occlusion". The pt is reported to be fine and no other clinical sequelae were reported.